Event description:
Surgeon advised a vectra-t cervical plate implanted about one month ago broke post-operative. The vectra-t was implanted during a revision procedure to remove affinity cages implanted at c4-c5, c5-c6. The cage was left in place at c6-c7. Cloward dowels were placed at c4-c5 and c5-c6 and the vectra-t was placed to span c4-c6. The plate was affixed with sdva screws at c4 and c6, but was not affixed to c5 due to the potential splitting of the vertebral body with the dowels implanted about half-way through. Pt returned to surgeon complaining of neck pain and an x-ray revealed the inferior portion of the vectra-t had separated from the center plate causing instability. Pt was returned to the or and was revised to a vectra plate affixed to c5 and c6 with sdva screws.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device has been returned. Synthes is unable to determine the MFR date without a lot number.